Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 03/10/2024, it was reported that the patient¿s cgm values were reading 240 mg/dl, 280 mg/dl, and 256 mg/dl which double arrows trending down while the bg meter was reading 448 mg/dl and ¿over 500 mg/dl¿. After the patient did the bg meter comparison, she removed the sensor. The patient¿s insulin pump site (brand of pump not specified) and insulin were also changed. Later that same day, the patient went to the ER (around 11pm) as she was experiencing nausea, vomiting, dizziness, and could ¿barley walk¿. The patient was treated with insulin and zofran (oral and IV). The patient was discharged home the following day, around 2am (in the ER for less than 3 hours). The patient was feeling better at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.